Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced no readings, and no error message popped up on the receiver. The episode occurred the day the sensor had been inserted in the arm. According to the report, on sunday morning, the patient adjusted her sensor, and after the warm-up period, she received no readings or error messages. At that time, she was sweating and not feeling well, so she pricked her finger, and the reading was 80 mg/dl. She took orange juice, apple sauce, and peanut butter, but her sugar level kept dropping and she nearly passed out. An ambulance was called. When the ambulance arrived, they checked her sugar and it was 37mg/dl, so they gave her liquid glucose. The second time she was tested in the ambulance, it was 35 mg/dl, so they gave her additional liquid glucose. When they checked again, it was 74 mg/dl, so they gave her additional liquid glucose and requested her to wait for a few hours till she stabilized before being discharged the same day. Due diligence attempts to contact the reporter for more information were attempted but not successful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.